Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 237 hours of extended tests at the customer's settings. The ventilator failed troubleshooting final test for non-conformance with measured o2 at flow and o2 blending test. The event trace log was evaluated, the date of the 1st record in the event trace was (B)(6) 2018 and the date of the last record in event trace was (B)(6) 2019, with a total number of 455 records. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Manufacturer narrative:
(B)(4). Vyaire medical is currently in the process of evaluating the suspect device, once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator had no volume. There was no report of any patient involvement associated with this reported event.